Event description:
A report was received that the patient would undergo a pocket revision due to discomfort.

Manufacturer narrative:
Additional information received indicated that the patient was reportedly doing fine after the revision procedure.

Event description:
A report was received that the patient would undergo a pocket revision due to discomfort.